Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, on dividing of the stomach, the surgeon was able to squeeze the handle, but no staples were deployed. They replaced handle to complete the case. There was no patient injury.